Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a blue impactor pad fractured. There is no additional information available.

Event description:
Upon further investigation, it was determined that this item was reported in error. There are no allegations of malfunction against the locking femoral impactor. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon further investigation, it was determined that this item was reported in error. There are no allegations of malfunction against the locking femoral impactor. The initial report was submitted in error and should be voided.